Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported a blood glucose level of 400 mg/dl after starting on the ilet that day. A large air bubble was observed in the insulin cartridge, and the patient changed supplies. Later the same evening, the patient reported blood glucose trending down.